Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, emergency medical team (emt) was called who were on standby with a glucagon pen, although no physical assistance was provided to the customer by emt. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.